Event description:
Following a tracheostomy change the neonate began to decompensate. Upon subsequent trach change, it was noted an incorrect length had been used. The reporter noted that during t the previous change, the patient had been given a pediatric device rather then a neonatal device. It was noted that the user facility stocks both sizes and an improper size tube had been used in error.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.